Manufacturer narrative:
Blocks b5 and e1 (initial reporter first name, initial reporter last name, initial reporter email, and occupation) have been updated based on the additional information received on february 24, 2025. Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue.

Event description:
It was reported to boston scientific corporation that a wallflex biliary fully covered stent rmv was used during a stent placement procedure performed on (B)(6) 2025. During the procedure, the stent was correctly placed. However, when the catheter was removed, the stent migrated downwards. The procedure was completed using another stent. There were no patient complications reported as a result of this event. Additional information received on february 24, 2025: it was reported that stent was to be implanted in the main bile duct to treat tight pancreatic tumor biliary stenosis secondary to jaundice during an endoscopic retrograde cholangiopancreatography procedure (ercp). The migrated stent was removed using foreign body forceps, and the procedure was completed using another 6 cm covered metallic biliary stent.

Event description:
It was reported to boston scientific corporation that a wallflex biliary fully covered stent rmv was used during a stent placement procedure performed on (B)(6) 2025. During the procedure, the stent was correctly placed. However, when the catheter was removed, the stent migrated downwards. The procedure was completed using another stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue.